Event description:
Reporter reports back to back comparison of meter to lab while using the inform system with results of 137 mg/dl on the meter and 36 mg/dl at the lab. No quality control info was provided. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.